Event description:
Customer's chair was in for repair and was given a loaner. It is alleged it wasn't a good fit for her and she fell while getting in or out of the chair.

Manufacturer narrative:
The device is a loaner chair provided to the consumer by (B)(4). The alleged incident seems to be a fit issue and not a product problem. The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be submitted.